Manufacturer narrative:
Correction: date received by manufacturer.

Event description:
It was reported that the 8015 pc unit had a defective pole clamp assembly, and it fell from the IV pole. There was patient involvement but no harm. Bd received additional information. It was reported that the event occurred on 23 february 2025. Heparin was infusing at the time of the event and the nurse reportedly "was in the room talking with patient/family and barely rested elbow on pump when the clamp fell of pump and pump crashed to the floor." It was found that the "screw on clamp was loose causing it to come off of the pump." There was no harm to the patient and the infusion was completed using a different pump. Per hospital's biomedical engineer, the pcu was "relatively new", and "the threads have stripped out of the plate and are still attached to the bolt."

Event description:
It was reported that the 8015 pc unit had a defective pole clamp assembly, and it fell from the IV pole. There was patient involvement but no harm. Bd received additional information. It was reported that the event occurred on 23 february 2025. Heparin was infusing at the time of the event and the nurse reportedly "was in the room talking with patient/family and barely rested elbow on pump when the clamp fell of pump and pump crashed to the floor." It was found that the "screw on clamp was loose causing it to come off of the pump." There was no harm to the patient and the infusion was completed using a different pump. Per hospital's biomedical engineer, the pcu was "relatively new", and "the threads have stripped out of the plate and are still attached to the bolt."

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the report of defective pole clamp assembly was confirmed during the investigation process of the suspect pcu. The device was received with a broken seal, showing prior opening. It had a bent ground pin on the iui connector, a detached pole clamp with a damaged screw slot, and a scratched display. The battery, dated on (B)(6) 2023, was nearing the end of its lifespan, and one rubber foot was missing. Preventive maintenance testing was performed to evaluate the device¿s functionality. Damage was detected on the display, the female iui, and the pole clamp, leading to the instrument inspection test to fail. All remaining preventive maintenance tests were successfully completed. A review of the system logs was not deemed necessary. The reported issue is about a mechanical malfunction and not an operational or software-related problem." The alaris system user manual v12.3.1, states within warnings and cautions, ¿when attaching the bd alaris system to an IV pole, ensure the pole clamp is tightened securely to prevent the system from slipping.¿ additionally, notes that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the complaint of defective pole clamp assembly was confirmed during the inspection of the investigation process. The mounting plate screw thread was found to be damaged. The probable cause of the damaged pole clamp mounting plate screw thread could be attributed to an excessive force applied in the manufacturing assembly process. Note that this report lists imdrf annex a0401, g02017, c16, d0301 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8015 pc unit had a defective pole clamp assembly, and it fell from the IV pole. There was patient involvement but no harm. Bd received additional information. It was reported that the event occurred on 23 february 2025. Heparin was infusing at the time of the event and the nurse reportedly "was in the room talking with patient/family and barely rested elbow on pump when the clamp fell of pump and pump crashed to the floor." It was found that the "screw on clamp was loose causing it to come off of the pump." There was no harm to the patient and the infusion was completed using a different pump. Per hospital's biomedical engineer, the pcu was "relatively new", and "the threads have stripped out of the plate and are still attached to the bolt."